Event description:
It was reported that during a follow-up visit, low, out of range high voltage lead impedance was observed. Lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 35.4-35.7cm from the tip electrode, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 49.8-50.3cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.0-21.3cm from the tip electrode. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.